Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Anytime the customer changed the insulin pump's battery, the time and date settings would reset and the insulin pump alarmed unexpected restart. Customer's blood glucose level was 140 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.